Event description:
The device user (du) reported that there was an issue with the inferior vena cava (ivc) tubing narrowing and causing flow issues. It was noted that the tubing remained bent even after placed on the device. The liver was successfully transplanted.

Manufacturer narrative:
Investigation is currently pending.